Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left venticular (lv) lead exhibited high pacing impedance, high capture threshold and phrenic nerve stimulation which caused discomfort. The physician attempted to reposition the lv lead in another vein. However, the guidewire could not be advanced in the lv lead. The lv lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were failure to advance guidewire, extra cardiac stimulation, unacceptable capture threshold and high pacing impedance. A complete lead was returned in one piece for analysis. The reported events of failure to advance guidewire, unacceptable capture threshold and high pacing impedance were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification. A guidewire was able to be fully inserted and removed from the inner coil lumen without any obstruction/restriction.